Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8120 pca was affected by plastic recall and unit is affected by r118 front cover,handles,rear case,syringe gripper & sizer misalign. There was no reported patient involvement.

Manufacturer narrative:
Additional information: returned to manufacturer on, imdrf annex a,b,c,d and g grid, device return to manuf, device eval by manufacturer. Omit: a140504 - inaccurate delivery (2339), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, g0405203 - clamp. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that an 8120 pca was affected by plastic recall and unit is affected by r118 front cover,handles,rear case,syringe gripper & sizer misalign. There was no reported patient involvement.